Event description:
A (B)(6) old female pt called in to zoll lifecor customer support to report that she was getting connect belt messages. The pt was provided a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem was confirmed. Upon eval, it was discovered that the cause of the connect belt alarms was due to a broken trunk cable connector. The root cause of the broken connector cannot be positively identified, but was likely a result of excessive force. No adverse event resulted from the damaged connector. The pt received a replacement electrode belt.